Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied any damage to or moisture in the pump and confirmed that the battery cap was secured appropriately. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/18/2016 with the following findings: a review of the black box indicated reboots had occurred. Visual inspection revealed corrosion in the battery compartment. There was no physical damage to the battery compartment or battery cap. The battery cap was able to secure properly to the pump, however power loss and reboots were duplicated. Reboots were also duplicated using a test battery cap. There were no leaks found during leak testing. The pump was opened and no further moisture was found. The alleged power issue was attributed to the corrosion in the battery compartment. (B)(4).